Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain and in-stent restenosis. In (B)(6) 2011, the patient underwent the index procedure. The 1st lesion being treated was located in the 1st right posterolateral branch (rpl1) with 90% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation using a 2.0x15mm apex balloon at 14 atm for 30 sec and placement of a 2.25x28mm taxus liberte stent, with 1% residual stenosis following post-dilation with a 2.25x8mm apex balloon at 12 atm for 22 sec. The 2nd lesion was also located in the rpl1 with 80% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation using a 2.0x15mm apex balloon at 14 atm for 30 sec and placement of a 2.25x8.0mm taxus liberte stent, with 1% residual stenosis following post-dilation with a 2.25x8mm apex balloon at 12 atm for 22 sec. The 3rd lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation using a 2.25x8mm apex balloon at 14 atm for 24 sec and placement of a 2.25x16mm taxus liberte stent, with 1% residual stenosis. The patient was discharged on aspirin and plavix. In (B)(6) 2012, the patient was admitted to the hospital with recurrent chest pain which had been intermittent over several hours. The patient had some respiratory distress and was admitted to the emergency room for further evaluation and management. The catheterization report revealed 90% severe in-stent restenosis in the mid lad which was treated with percutaneous transluminal coronary angioplasty (ptca) using balloon catheter, with 10% residual stenosis and brisk antegrade flow. Ptca was also performed on the 95% stenosed ramus intermedius through the svg, with 20% residual stenosis and very brisk antegrade flow. (B)(6) after the procedure, the patient was hemodynamically stable without any complaints of chest pain, shortness of breath, or palpitations, but he complained of severe headache right after dialysis. The patient was started back on aspirin, beta-blocker, and plavix considering his significant history of coronary artery disease, and was also started on statin, omega-3 for dyslipidemia and his diabetes was managed with sliding scale insulin. Three days later the headache improved. The event was considered as resolved and the patient was discharged in a stable condition. In the opinion of the physician, this event was only related to the stent placed in the mid lad.

Manufacturer narrative:
Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).